Event description:
Premature deflation of the internal bolster. There was a split in the internal bolster. According to the report, the patient suffered from dementia but he/she did not pull out the catheter.

Manufacturer narrative:
The complaint of premature deflation of the fastrac internal balloon is confirmed. Upon receipt of the complaint sample, the internal bolster showed multiple splits. It appears the internal balloon has been cut with a sharp instrument, however, the exact mechanism of damage is undetermined. A chr is not possible, as no mfg lot number information has been provided by the complainant.